Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart and a cold reset was performed alarm. The customer¿s blood glucose level was unknown. Customer reported that they were able to clear the alarm and were able to complete rewind. Alarm occurred shortly after inserting a new battery. Customer had not experienced multiple alarms after battery change. The device will not be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and a21 error test. No unexpected a21 alarm noted.